Event description:
This stent was used in the superficial femoral artery. During deployment, the stent foreshortened and deployed to approximately 75mm instead of 90mm so another stent was deployed as the vessel didn't look optimal to the cardiologist. Note this device is being used off label as it's indicated for use in the biliary tree.